Manufacturer narrative:
The subject device has not been returned to omsc since it was discarded by the hospital. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the lot for a year from the occurrence date due to the unknown lot, nothing abnormal was detected. According to the report from the doctor, omsc considers that the calculus was too hard to crush and this caused the breakage of the operation pipe. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing 2 or 3 cm calculus which contained cholesterol and was too hard, the operation pipe broke and impaction occurred. The doctor used the emergency lithotriptor which was brought by distributor to crush calculus and completed the procedure. Reportedly, the doctor thought it was accidental event due to too large and hard calculus and he could avoid it if he attempted to cut papilla more or perform endoscopic papillary large-balloon dilation (eplbd). There was no patient injury reported regarding this event.